Manufacturer narrative:
An event of the occluder deforming during the procedure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an event of deformation for a 28mm amplatzer septal occluder formed a cobra shape during the procedure.

Manufacturer narrative:
Additional information for: d10, g4, g7, h2, h3, h6, and h10. The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.